Event description:
On 1/04/10 during device evaluation by baxter the channel select key on a colleague cx triple channel volumetric infusion pump was found to be inoperative. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the condition of the channel b channel select key is inoperative was confirmed due to a ribbon cut. The channel b pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. (B) (4)

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a no foam reagent pack leaked. No injury was reported.

Manufacturer narrative:
(B) (4)